Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer alleged the pump having pump error alarm. During power up, the unit received pump error 38 during rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error . Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple stuck motor alarm on (B)(6) 2022 06:45:44, (B)(6) 2022 06:45:54. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In conclusion, pump error during rewind and in the trace/history files confirmed due to a jammed gearbox. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed no motor movement or negligible movement alarm. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue the use of device.